Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. Unable to confirm the customers problem. Error code 322. (Requires a new pressure sensor board.) CAPA 16-0394-c. The internal boards are all at the current revision. Filter board is at revision ac. No other problems found with the unit. Pressure sensor board will be mrb'ed. Resolution or containment. Replaced pressure sensor board. Calibrated the flow sensors. Tested and checked the flow and pressure. Internal karl storz reference number: (B)(4).

Event description:
It was reported that the device stopped working during a procedure and needed to be replaced by a back-up unit. The patient was not harmed but bringing in a re-placement for the device resulted in a delay of the procedure.